Event description:
It was reported "after the puncture was completed, the catheter was difficult to remove. The balloon was stuck in the plastic protective kit and it took a long time to be removed. As the patient's condition was urgent, the doctor decided to use another the catheter. They were removed smoothly and the counterpulsation was normal after catheterization". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The customer submitted photo and video were reviewed. In the photo, the iab catheter in question was noted partially removed from the original packaging tray and a green packaging sleeve was noted outside the original packaging tray and was also noted on the iabc bladder. In the video, the user removed the iab catheter in question from the original packaging tray; however, a green packaging retention sleeve was also noted coming out with the iab catheter while remaining on the iabc bladder. Furthermore, the iabc bladder was noted to be partially unwrapped and bunched up near the iabc distal tip. The user attempted to remove the packaging retention sleeve from the iabc bladder and was unsuccessful due to the partially un-wrapped and bunched up bladder near the iabc distal tip. The findings noted in the photo and video are consistent with the reported event. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon was stuck in the plastic protective kit" is confirmed based on the customer provided photo and video. In the photo and video, a packaging retention sleeve was noted on the iabc bladder membrane. Furthermore, the iabc bladder was partially unwrapped. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the packaging retention sleeve on the bladder and unwrapped bladder. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
(B)(4) the serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was re-turned in a cardboard box and was in a sealed ziploc bag. Upon return, the green packaging reten-tion sleeve was noted on the iabc bladder. The exposed portion of the bladder was loosely wrapped. The peel away sheath was noted on the iabc. The one-way valve was connected and tethered to the short driveline tubing. Some spots of dried blood were noted on the exterior of the iabc bladder. No blood was noted within the helium pathway. The original packaging tray was not returned with the sample. The customer submitted photo and video were reviewed. In the photo, the iab catheter in question was noted partially removed from the original packaging tray and a green packaging sleeve was noted outside the original packaging tray and was also noted on the iabc bladder. In the video, the user removed the iab catheter in question from the original packaging tray; however, a green packaging retention sleeve was also noted coming out with the iab catheter while remaining on the iabc bladder. Furthermore, the iabc bladder was noted to be partially unwrapped and bunched up near the iabc distal tip. The user attempted to remove the packaging retention sleeve from the iabc bladder and was unsuccessful due to the partially unwrapped and bunched up bladder near the iabc distal tip. The findings noted in the photo and video are consistent with the reported event. The green packaging retention sleeve was noted on the bladder membrane upon receipt, which could indicate a potential that the catheter was not prepped per the instructions for use (IFU). The instructions for use (IFU) states:"1. Connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. 2. Remove catheter from tray, keeping it in line with balloon membrane. 3. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was successful-ly aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. A vacuum was pulled on the iabc using the returned one-way valve. While maintaining a vacuum, the retention sleeve was removed from the bladder without difficulty. The bladder and retention sleeve were visual inspected, and no damage or abnormalities were noted. The iabc was leak test-ed in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon was stuck in the plastic protective kit" is confirmed based on the customer provided photo, video and the returned state of the device. A green packaging reten-tion sleeve was noted on the bladder membrane upon receipt. No obvious damage or causes were found related to the iabc. The original packaging tray was not returned with the sample. It cannot be confidently determined if any issues with the original packaging tray caused difficulty removing the iabc from its tray, but the complaint could potentially be a result of the catheter not being prepped per the instructions for use (IFU). Based on a review of the device history record (DHR), the prod-uct met specification upon release; however, the specifications were not met during the complaint investigation due to the packaging retention sleeve on the bladder and unwrapped bladder. The root cause of the complaint is undetermined. No further action required at this time. The reported com-plaint will be monitored for any developing trends.

Event description:
It was reported "after the puncture was completed, the catheter was difficult to remove. The balloon was stuck in the plastic protective kit and it took a long time to be removed. As the patient's condition was urgent, the doctor decided to use another the catheter. They were removed smoothly and the counterpulsation was normal after catheterization". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "after the puncture was completed, the catheter was difficult to remove. The balloon was stuck in the plastic protective kit and it took a long time to be removed. As the patient's condition was urgent, the doctor decided to use another the catheter. They were removed smoothly and the counterpulsation was normal after catheterization". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).